Event description:
It was reported that the devices were broken postoperatively. The devices were removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h6. The reported event was confirmed, as the sales representative provided a picture showing the fractured plates after removal. The plates were removed due to loosening and were found to be broken despite the patient following post-operative care instructions and experiencing no trauma. Investigation confirmed that the plates were manufactured according to specifications and matched the original design, but the root cause of the breakage could not be determined. Based on the investigation and corresponding statistical evaluation, there is no indication of an incorrect working product or any systematic design, material, or manufacturing-related issue. Therefore, no further corrective or preventive actions are deemed necessary at this time.

Event description:
No new information.